Manufacturer narrative:
The complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 63003ud02 did not identify any non-conformances or deviations with the likely cause lot. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 63003ud02, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect prolactin, lot number 63003ud02, was identified.

Event description:
The customer observed falsely elevated architect prolactin results for a female patient. The following data was provided (customer¿s reference range for females is 108.8-557.1 miu/l): initial result was 2149 miu/l. The patient was redrawn, and the result was 112 miu/l. The original sample was tested with peg and the result was 2044 miu/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect prolactin results for a female patient. The following data was provided (customer¿s reference range for females is 108.8-557.1 miu/l): initial result was 2149 miu/l. The patient was redrawn, and the result was 112 miu/l. The original sample was tested with peg and the result was 2044 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.